Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during a cardiac ablation procedure, when the catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium, there was back blood from the hemostatic valve. Since the issue occurred at the end of the procedure, the sheath was not exchanged. Device evaluation details: the device was visually inspected and reddish material was found in the hub, no valve damaged observed. Then, irrigation test was performed and it was found within specifications, the device was irrigating correctly, no irrigation issues were observed. A device history record evaluation was performed for the finished device 00001316 number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The device irrigation was working correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure, when the catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium, there was back blood from the hemostatic valve. Since the issue occurred at the end of the procedure, the sheath was not exchanged. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication that the bleed was excessive nor that patient¿s hemodynamics was compromised or that intervention was required, this won¿t be considered a patient event but a product malfunction. The hemostatic valve bleed back is an MDR-reportable issue.